Manufacturer narrative:
Corrected lot #: 1041140052. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The field service engineer was dispatched to the site and the sterrad unit was tested and specifications were met. Odor/smells could not be confirmed as there were no problems were found with the unit. The cause of the odor/smells could not be determined as the sterrad unit met specifications and no problems could be found. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4): watery eyes, burning eyes, runny nose.

Event description:
A customer reported an event of a "strong chemical smell" emitting from the sterrad® 100nx sterilizer. One healthcare worker (hcw) reported burning and watery eyes, a runny nose and sneezing. The symptoms lasted approximately an hour and the hcw did not seek or receive any medical treatment. The hcw did not feel any more effects of the reactions and was able to continue working that day. This event is being reported as a malfunction report subsequent to a serious injury.